Event description:
Reported as "port broken" (leak).

Manufacturer narrative:
Taper ii. Medwatch sent ot FDA on: 5/9/08. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination was not able to confirm the connector type. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."